Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and replace the turbine. The unit function as intended.

Event description:
The customer reported to vyaire medical that the vela ventilator alarming motor fault and unit did not deliver gas. The customer confirmed that there is no patient involvement associated with this reported event.